Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, an occlusion alarm occurred. A supply change was performed resolving the issue. Customer's blood glucose level was 180 mg/dl. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the events.